Event description:
It was reported that following a device changeout, the right atrial (ra) lead had high thresholds, no capture, loss of sensing, and was dislodged. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-52 lead, implanted: (B)(6) 2005. (B)(4).